Event description:
It was reported to globus that a pt was implanted early in 2013 and initially did well, but had progressive arm pain. Imaging revealed residual/ recurrent foraminal disease. Doctor felt that a more adequate decompression was needed and decided to perform a fusion and remove the implant. Revision surgery took place on (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. Please be advised the secure-c implant is comprised of two parts, i.e. Part number 714.306s secure-c endplate assembly, and part number 414.307s secure-c core. These two parts combined make up the secure c implant. Examination of the endplate assemblies (714.306s) showed no visible damage on any bearing surfaces. The anterior aspect of the core (414.307s) showed damage to the implant during explantation, corroborating surgeon's report of damage to the implant during explantation. No signs of device malfunction/failure were evident in this analysis. Device two: brand name: secure-c core, 14x16, 7mm assembly, common device name: secure-c core, 14x16; model# 414.307s, lot# gbn221hh.